Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered chronic pelvic and vaginal pain, stress urinary incontinence, frequency/urgency, infection, pain during intercourse, urinary retention, urine leakage, and vaginal bleeding. No further info has been provided.